Event description:
It was reported that during the implant procedure the lv (left ventricular) lead became dislodged. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.